Event description:
It was reported that the clamps were not working well on the electrocardiogram (ECG) cable. The cable will be returned and was replaced. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).